Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed an alarm for no disposable clamp tubing. Trouble shooting did not resolve the issue. The patient resumed the infusion using a backup pump as the infusion was life sustaining. There was no reported injury to the patient.